Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had the permanent device and stated it had been off since they had been home and they kept turning it back on. They were advised to contact their clinician for further assistance. Contributing factors were unknown, no troubleshooting was done or actions were taken on the call. No patient symptoms were reported. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.